Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported experiencing an adverse skin reaction after wearing the adc freestyle libre sensor for 13 days, with symptoms of itching and redness that began on (B)(6) 2019. The customer had contact with an hcp and was prescribed an unspecified cream for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dose audit and environmental monitoring reports were reviewed for issues relating to the sterility of the product. The sensor component has no impact on product sterility and therefore, sensor components dhrs were not reviewed. Sensor kit dhrs (device history review) have been reviewed to assess the manufacturing process, which includes the application of the adhesive to the puck. Dhrs for all freestyle libre sensor within expiration at the time of the complaint was reviewed and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Clinical data was reviewed and confirmed that freestyle libre sensor continues to be safe, effective, and perform as intended in the field. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. A tripped trend review was completed for this issue and there were no adverse trends that indicate any potential product-related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A customer reported experiencing an adverse skin reaction after wearing the adc freestyle libre sensor for 13 days, with symptoms of itching and redness that began on (B)(6) 2019. The customer had contact with an hcp and was prescribed an unspecified cream for treatment. There was no report of death or permanent impairment associated with this event.